Event description:
The customer initially called for assistance with his contour next. During the call he received a blood reading of 20mg/dl. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. Strip information was not provided. Customer was advised to return the strip for evaluation. Customer was provided a new meter and strips.